Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes the system was explanted due to infection.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing was observed. The patient did not receive therapy. The oversensing was noted on a stored egm. Programming changes were recommended. No further information is available.

Manufacturer narrative:
The reported field event of oversensing was not confirmed in the laboratory. Device functionality was normal when tested on the bench and using automated test equipment. No noise or oversensing was observed during testing. The cause of the field event was not conclusively determined.